Event description:
The customer reported that the clinicians found a patient in respiratory distress, mildy cyanosed and without a pulse. The clinicians allege that they did not hear or see any alarm at the bedside or central station for this patient's condition. CPR was performed and cardiorespiratory functions were reestablished temporarily. The patient expired.